Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was break at the insulin compartment, clear ring at the top was fell. The customer¿s blood glucose level was unknown. Customer stated that reservoir may not lock inside. The device will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted.